Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing brown particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam. The patient has alleged seeing brown particles. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. During the investigation, pil observed a dark unknown dust contaminant on the front panel, rear enclosure, and bottom enclosure. An unknown contaminant was observed behind the ui knob on the front panel. A tape-like substance was observed stuck on the bottom enclosure. A keratin-like substance was observed on the blower box outlet. A particle that resembled the tape-like substance was observed sitting in the blower box. Evidence of liquid ingress was observed to the blower and blower box. An odor consistent with tobacco was observed coming from the blower box. A slight discoloration was observed of the blower box. An unknown contaminant was observed on the blower seal. Evidence of sound abatement foam degradation/breakdown was not observed. Pil is unable to directly address the symptoms addressed in the complaint. Pil found no evidence of sound abatement foam degradation or breakdown. Pil confirmed contamination of dark unknown dust contaminant, tape-like substance, keratin and evidence of liquid ingress.